Event description:
The customer reported via phone call that her blood glucose was in the 200's mg/dl and she was having high blood glucose due to bent cannulas. Customer stated that she had a blood glucose of 500 mg/dl at one point due to a bent cannula. Customer stated that the insulin was expired during the incident. Customer has taken manual injections and her blood glucose does go down. Customer stated that she wants to get off the pump for a few months to give her sites a rest. Customer will see her endocrinologist in the morning. Customer stated that the infusion set that she removed this morning was kinked a tiny bit. Customer declined any troubleshooting for high blood glucose or bent cannula. Customer stated that she is a nurse and knows how to troubleshoot herself. Customer stated that she experiences low blood glucose when she works out in the morning but it is not an issue at this time. Customer mentioned that she thinks that her body is desensitized to insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.